Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via the manufacturer representative. It was reported that the recharging couldn't be finished as the recharger did not show the full battery screen. There was increased recharging time and increased recharging interval. Factors that may have led or contributed to the issue included one depletion of the battery (overdischarge). The overdischarge occurred on (B)(6) 2017. A physician mode recharge was performed due to the overdischarge and the ins was charged for 5-6 hours. It was confirmed the ins was fully recharged. There weren't any error messages observed while recharging. Another recharger was tried, however, there was no change. A meeting with the patient was scheduled for (B)(6) 2017. Another recharger was provided and the recharging interval was shorter than before. No further actions/interventions were taken to resolve the recharging issue. The cause of the recharging issue wasn't determined. No patient complication was associated with the event.